Event description:
It was reported to philips that the device experienced a power interface failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the ac module needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The ac module was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a power interface failure. There was no reported patient involvement.